Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was pacing below the programmed rate. It was noted the patient was lethargic and experiencing bradycardia. Follow up yielded no information. The device remains in use. No further patient complications have been reported as a result of this event.